Manufacturer narrative:
Approximate date. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with a neurostimulator for other chronic/intract pain (trunk/limbs). It was reported that the patient had their scs since 2010. The battery had not worked for 2 years and the patient had not used it since. The consumer's new health care provider (hcp) recommended that the patient get the implantable neurostimulator (ins) replaced. Hcp listings for surgeons able to perform a replacement surgery were provided. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the patient indicated that their device was no longer working because they were unable to connect the recharger to the implantable neurostimulator (ins). No further complications were reported or anticipated.